Event description:
It was reported that the device screen was unresponsive to the unlock slide gesture, preventing normal operation of the user interface; the customer was instructed to allow the device battery to deplete and restart, with replacement to be considered if the issue persisted. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no alarms and no medical escalation. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected transient user interface malfunction of the display or touch component, with functionality expected to return after a power cycle. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary device software or touchscreen anomaly resolvable by restart.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.